Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during surgery for a pilon fracture, using a evos sm 2.5mm fixed handle linear hex dr, the tip snapped off during the surgery, all broken pieces were found. The procedure was successfully completed without delay using a smith+nephew back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is chipped and has signs of wear and tear from use. The device was manufactured in 2017. According to clinical/medical investigation, the photo provided was confirms the complaint. However, per subsequent e-mail, no relevant clinical information will be provided, therefore, the root cause of the reported breakage cannot be determined. Based on the importation provided, all the broken pieces were found. It was reported the procedure was successful completed without delay using a s&n backup device. No other complications were reported; therefore, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time.